Event description:
This system was removed due to infection. Per reporter, this patient had several invasive procedures prior to this implant. The day after the implant, this system, and all other invasive ports and implants, were removed because the physician could not identify the infection site. The physician does not consider this system to be the cause of the infection. Lumax 340 hf-t, MDR 1028232-2008-01609. Linox sd 65/18, MDR 1028232-2008-01610. Corox otw 85-bp, MDR 1028232-2008-01611.